Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws did not open. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained following additional information: the instrument jaws were not stuck on tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system showing 2 uses remaining. The instrument passed the recognition and engagement tests 3 times. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The force bipolar passed grasping test multiple times. The instrument was fully functional. There was no physical damage. There was no problem detected. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.